Event description:
It was reported that this left ventricular (lv) lead was left capped due to product performance issues. Additional information revealed that loss of capture (loc) was noticed. An x-ray performed revealed that the lead was fractured. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was surgically abandoned.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the conclusions reached by our complaint investigation center (cis) after the investigation. Fields b5, h2, h6 and h10 were updated. The device is not expected to return as it was surgically abandoned. Patient code 3191 captures the reportable event of surgery. Based on the information reported from the field, and taking into consideration that this product was not returned, therefore the allegations could not be confirmed, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular-first rib (subclavian) area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was left capped due to product performance issues. Additional information revealed loss of capture (loc) was noticed. An x-ray performed revealed that the lead was fractured. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.